Event description:
This unsolicited literature device case from (B)(6) was received on 11-jun-2015 via conference abstract: nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of (B)(6) society of hepato-biliary-pancreatic surgery; 2015 jun 11-13; tokyo, japan. Additional cases created from this literature abstract includes (B)(6) (cluster cases). This case concerns a (B)(6) male patient who developed early postoperative fascial dehiscence after placement of seprafilm. The patient had chronic alcoholic pancreatitis and loss of control of blood sugar. No relevant medical history, past drugs and concomitant medications were reported. On an unknown date, the patient was referred to the hospital where seprafilm (number of sheets, formulation, batch/lot number and expiration date: not provided) was placed for pancreatosplenectomy performed in upper abdominal median incision as an approach for intractable pancreatic pseudocyst. No blood transfusion was administered. The amount of fluid through the drain was large at 314 ml on pod (post operative day) 1, and fascial dehiscence developed on pod 2. The author concluded that seprafilm did not affect post-operative morbidity of hpb) surgery. It was not a significant risk for fascial dehiscence, although fascial dehiscence was rare, patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious fascial dehiscence could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. Reporter causality: possible (seprafilm possible risk factor for fascial dehiscence).

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/(B)(4) and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-(B)(4) quality assurance at that time. Seriousness criteria: important medical event. Follow-up information was received on july 10, 2015: no new information was received. Additional information was received on july 10, 2015: global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited literature device case from (B)(6) was received on 11-jun-2015 via conference abstract: nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. (B)(6). Additional cases created from this literature abstract includes (B)(4) (cluster cases). This case concerns a (B)(6) male patient who developed intestinal obstruction, fascial dehiscence and pancreatic fistula after placement of seprafilm. The patient had chronic alcoholic pancreatitis, loss of control of blood sugar, infectious pancreatic pseudocyst in (B)(6) 2011 for which surgery was indicated, chronic pancreatitis in (B)(6) 2005, diabetes mellitus which was favorably controlled with the latest hba1c [jds] of 7.7% in (B)(6) 2012. It was reported that the patient was generally healthy with good nutrition status and smoked 20 cigarettes per day. There was no history of surgery, radiotherapy, anaemia or any allergy. The patient's concomitant medications included glimepiride (amaryl), lansoprazole (takepron), camostat for underlying disease, flunitrazepam (rohypnol), insulin, piperacillin sodium/tazobactam sodium (zosyn) for wound infection, omeprazole (omepral) for prophylaxis of stress ulcer and flunitrazepam (rohypnol) for sleeplessness. No relevant medical history, past drugs and concomitant medications were reported. On (B)(6) 2012, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2012, the patient underwent excision of pancreatic body and tail, spleen, and partial transverse colon as an elective surgery with two sheets of seprafilm placed directly under the wound without wrapping the suture line of the intestinal anastomosis site was placed for pancreatosplenectomy performed in upper abdominal median incision as an approach for intractable pancreatic pseudocyst (route, formulation, batch/lot number and expiration date: not provided). No hyperthermic therapy was performed during the surgery. There was no infection in the application site. No blood transfusion was administered. The amount of fluid through the drain was large at 314 ml on pod (post-operative day) 1, and fascial dehiscence developed on pod 2. The condition of application was favorable. It was reported that there was pre-existing adhesion around the left kidney, for which adhesiolysis was performed. There was pre-existing non-purulent inflammation, but no pre-existing infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed. It was reported that the patient's pancreatic body and tail, spleen, and colon were excised. There was pre-existing non-purulent inflammation, but no pre-existing infection was observed in the resection site. The resection site was anastomosed with a machine. Operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 25 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured (continuous suture) with absorbable, synthetic multi thread (vicryl 2-0). The skin was stabled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 7.5 hours. The volume of haemorrhage was 1668 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. The drainage condition immediately after the placement was favorable. On (B)(6) 2012, moderate pancreatic fistula developed (confirmed on biochemical test of the drainage fluid). Endoscopic nasopancreatic drainage (enpd) was performed. He had moderate fascial dehiscence (confirmed on CT). The skin was sutured. The same day, pancreatic fluid culture for general aerobes and anaerobes was done and as a result, enterococcus was isolated. On (B)(6) 2012, white blood cells of the patient were 16130/micro litre (normal range: not provided) and c-reactive protein was 11 mg/dl (normal range: not provided). On (B)(6) 2012, strangulated ileus (moderate intestinal obstruction; confirmed on CT) developed, and re-laparotomy (release of ileus) was performed in emergency on the day. Seprafilm was completely absorbed into the body and was not removed. The fascia could not be sutured, and skin alone was sutured and closed. The event improved after this surgery. On (B)(6) 2012, the patient recovered from intestinal obstruction. On (B)(6) 2012, he had recovered from the pancreatic fistula and had recovered from the fascial dehiscence with a sequela of abdominal wall incisional hernia. The same day, the patient was discharged from the hospital. The hospitalization had been prolonged due to the events. It was reported that the patient was not re-hospitalized for treatment. Further reported, seprafilm did not affect post-operative morbidity of hpb) surgery. It was not a significant risk for fascial dehiscence, although fascial dehiscence was rare, patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious fascial dehiscence could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: re-laprotomy (release of ileus) for intestinal obstruction, endoscopic nasopancreatic drainage for pancreatic fistula and not reported for fascial dehiscence. Outcome: recovered/ resolved for intestinal obstruction and pancreatic fistula and recovered/ resolved with sequelae for fascial dehiscence a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Intestinal obstruction (intestinal obstruction). Reporting surgeon's seriousness assessment: serious (life-threatening). Reporting surgeon's causality assessment: possible. Fascial dehiscence (abdominal wound dehiscence). Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeon's causality assessment: probable. Pancreatic fistula (pancreatic fistula). Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeon's causality assessment: possible. Reporting surgeon's comment: other possible factors for the events included diabetes mellitus and alcoholic chronic pancreatitis. It was considered that the pre-existing undernutrition, diabetes mellitus, and pancreatic leak led to the fascial dehiscence, however the possibility of seprafilm being an aggravating factor could not be ruled out. Follow-up information was received on 10-jul-2015: no new information was received. Additional information was received on 10-jul-2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 08-jan-2016 from the surgeon. The product start date was updated from unknown to (B)(6) 2012 and its frequency was updated from unknown to once. The event verbatim was updated from early postoperative fascial dehiscence to fascial dehiscence. The events of intestinal obstruction and pancreatic fistula were added along with the details. The onset date for the event fascial dehiscence was updated from unknown to (B)(6) 2012, the outcome was updated from unknown to recovered/ resolved with sequelae and the seriousness criteria was updated from important medical event to hospitalization. Reporter's comment, medical history, examination findings, laboratory data, and concomitant drugs were added. Clinical course was updated and text was amended accordingly. Additional information was received on 29-mar-2016. The stop date for the event of intestinal obstruction was updated from (B)(6) 2015 to (B)(6) 2012 and that of the events of fascial dehiscence and pancreatic fistula was updated from (B)(6) 2015 to (B)(6) 2012. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-mar-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 12-jan-2016: this case concerns a patient who underwent the excision of pancreatic body and tail and partial transverse colon and seprafilm was applied to prevent postoperative adhesion. As per the information provided, the patient later on developed intestinal obstruction, abdominal wound dehiscence and pancreatic fistula. Although due to positive temporal relationship the causal role of seprafilm cannot be completely denied, however, other possible factors may include patient's pre-existing conditions of undernutrition, diabetes mellitus and alcoholic chronic pancreatitis and pancreatic leak.

Event description:
This unsolicited literature device case from japan was received on 11-jun-2015 via conference abstract: nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The (B)(6); 2015 jun 11-13; tokyo, japan. Additional cases created from this literature abstract includes (B)(4) (cluster cases). This case concerns a (B)(6) male patient who developed intestinal obstruction, fascial dehiscence and pancreatic fistula after placement of seprafilm. The patient had chronic alcoholic pancreatitis, loss of control of blood sugar, infectious pancreatic pseudocyst in (B)(6) 2011 for which surgery was indicated, chronic pancreatitis in (B)(6)2005, diabetes mellitus which was favorably controlled with the latest hba1c [jds] of 7.7% in (B)(6)2012. It was reported that the patient was generally healthy with good nutrition status and smoked 20 cigarettes per day. There was no history of surgery, radiotherapy, anaemia or any allergy. The patient's concomitant medications included glimepiride (amaryl), lansoprazole (takepron), camostat for underlying disease, flunitrazepam (rohypnol), insulin, piperacillin sodium/tazobactam sodium (zosyn) for wound infection, omeprazole (omepral) for prophylaxis of stress ulcer and flunitrazepam (rohypnol) for sleeplessness. No relevant medical history, past drugs and concomitant medications were reported. On (B)(6) 2012, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2012, the patient underwent excision of pancreatic body and tail, spleen, and partial transverse colon as an elective surgery with two sheets of seprafilm placed directly under the wound without wrapping the suture line of the intestinal anastomosis site was placed for pancreatosplenectomy performed in upper abdominal median incision as an approach for intractable pancreatic pseudocyst (route, formulation, batch/lot number and expiration date: not provided). No hyperthermic therapy was performed during the surgery. There was no infection in the application site. No blood transfusion was administered. The amount of fluid through the drain was large at 314 ml on pod (post-operative day) 1, and fascial dehiscence developed on pod 2. The condition of application was favorable. It was reported that there was pre-existing adhesion around the left kidney, for which adhesiolysis was performed. There was pre-existing non-purulent inflammation, but no pre-existing infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed. It was reported that the patient's pancreatic body and tail, spleen, and colon were excised. There was pre-existing non-purulent inflammation, but no pre-existing infection was observed in the resection site. The resection site was anastomosed with a machine. Operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 25 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured (continuous suture) with absorbable, synthetic multi thread (vicryl 2-0). The skin was stabled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 7.5 hours. The volume of haemorrhage was 1668 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. The drainage condition immediately after the placement was favorable. On (B)(6) 2012, moderate pancreatic fistula developed (confirmed on biochemical test of the drainage fluid). Endoscopic nasopancreatic drainage (enpd) was performed. He had moderate fascial dehiscence (confirmed on CT). The skin was sutured. The same day, pancreatic fluid culture for general aerobes and anaerobes was done and as a result, enterococcus was isolated. On (B)(6) 2012, white blood cells of the patient were 16130/micro litre (normal range: not provided) and c-reactive protein was 11 mg/dl (normal range: not provided). On (B)(6) 2012, strangulated ileus (moderate intestinal obstruction; confirmed on CT) developed, and re-laparotomy (release of ileus) was performed in emergency on the day. Seprafilm was completely absorbed into the body and was not removed. The fascia could not be sutured, and skin alone was sutured and closed. The event improved after this surgery. On (B)(6) 2012, the patient was discharged from the hospital. The hospitalization had been prolonged due to the events. It was reported that the patient was not re-hospitalized for treatment. As of (B)(6) 2015, he had recovered from the pancreatic fistula and intestinal obstruction, and had recovered from the fascial dehiscence with a sequela of abdominal wall incisional hernia. Further reported, seprafilm did not affect post-operative morbidity of hpb) surgery. It was not a significant risk for fascial dehiscence, although fascial dehiscence was rare, patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious fascial dehiscence could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: re-laparotomy (release of ileus) for intestinal obstruction, endoscopic nasopancreatic drainage for pancreatic fistula and not reported for fascial dehiscence. Outcome: recovered/ resolved for intestinal obstruction and pancreatic fistula and recovered/ resolved with sequelae for fascial dehiscence. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Intestinal obstruction. Reporting surgeon's seriousness assessment: serious (life-threatening). Reporting surgeon's causality assessment: possible. Fascial dehiscence (abdominal wound dehiscence). Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeon's causality assessment: probable. Pancreatic fistula. Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeon's causality assessment: possible. Reporting surgeon's comment: other possible factors for the events included diabetes mellitus and alcoholic chronic pancreatitis. It was considered that the pre-existing undernutrition, diabetes mellitus, and pancreatic leak led to the fascial dehiscence, however the possibility of seprafilm being an aggravating factor could not be ruled out. Follow-up information was received on 10-jul-2015: no new information was received. Additional information was received on 10-jul-2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 08-jan-2016 from the surgeon. The product start date was updated from unknown to (B)(6) 2012 and its frequency was updated from unknown to once. The event verbatim was updated from early postoperative fascial dehiscence to fascial dehiscence. The events of intestinal obstruction and pancreatic fistula were added along with the details. The onset date for the event fascial dehiscence was updated from unknown to (B)(6) 2012, the outcome was updated from unknown to recovered/ resolved with sequelae and the seriousness criteria was updated from important medical event to hospitalization. Reporter's comment, medical history, examination findings, laboratory data, and concomitant drugs were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 12-jan-2016: this case concerns a patient who underwent the excision of pancreatic body and tail and partial transverse colon and seprafilm was applied to prevent postoperative adhesion. As per the information provided, the patient later on developed intestinal obstruction, abdominal wound dehiscence and pancreatic fistula. Although due to positive temporal relationship the causal role of seprafilm cannot be completely denied, however, other possible factors may include patient's pre-existing conditions of undernutrition, diabetes mellitus and alcoholic chronic pancreatitis and pancreatic leak.